Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -12.5 diopter into the patient's left eye (os) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a longer length, different size lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Pt info-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visible inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).